Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during an event, a service indicator appeared. Medical personnel were monitoring a patient and the unit continued to operate without any discrepancies during the event. There were no adverse effects to the patient as a result of the reported issue. Upon evaluation of the customer's device, physio-control observed that it would only intermittently detect that a test patient load was connected via a therapy cable and, as a result, defibrillation was only possible intermittently. Physio-control has attempted to contact the customer in order to obtain additional details about the patient; however, no response has been received.